Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a stroke occurred. In (B)(6) 2016 the patient had a 30mm watchman ® laa closure device implanted in the left atrial appendage. In (B)(6) 2017 it was reported that the patient was being admitted to the hospital for possible ischemic stroke. A transesophageal echocardiogram had been performed less than a month prior and there was no thrombus observed. The patient was reported as stable.

Manufacturer narrative:
Event date, describe event or problem and relevant tests/lab data: updated. (B)(4).

Event description:
It was further reported the patient presented with symptoms of diplopia, nystagmus and ataxia. During the transesophageal echocardiogram (tee) in (B)(6) there was complete occlusion of the laa noted. Tee was performed again 3 days after the patient presented with symptoms and the watchman was noted to be in good position, no evidence of thrombus in the left atrium or laa and complete occlusion of laa. An MRI done by neurology showed acute posterior mid brain infarct. The patient was unable to tolerate warfarin so was on xarelto post implant. The patient was transitioned to clopidogrel and taken off oral anti-coagulants at the last tee. After follow up with neurology, the patient went to an inpatient rehab facility for help with activities of daily living. She has since been discharged. The facility staff was not certain of all details, but believes the patient is primarily recovered.